Manufacturer narrative:
Concomitant medical products: product ID 3389, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that the patient saw some part of the lead exposed and they were concerned about infection. The patient was alive with injury. A revision was done and the health care provider (hcp) opened and cleaned the wound with antiseptic and antibiotics. The wound was then closed. Following the revision, the issue was resolved. The patient¿s medical history includes taking levodopa orally every three hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.